Event description:
During a lead revision procedure, the surgeon discovered blood in the port of the implant. The surgeon decided to explant the implant. The patient was implanted with a new advanced bionics spinal cord stimulator.